Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell. The patient was connected at the time of the alarm. During troubleshooting, it was found that a supply bag disconnected without falling. The technical service representative had the patient cycle power on the homechoice to clear the alarm and end therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had disconnected without falling. The direct cause for the reported system error 2240 alarm was determined to be supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.